Event description:
On (B)(6) 2013, a broken ir guide wire (three segments totaled 48.0 cm / 21.8 fl in length) was found in (B)(6) left arm during vascular surgery to create an av fistula (avf). Preliminary review indicates the guide wire was lost during the ir procedure on (B)(6) /2013. This was found through retrospective review through quality mgmt; discovered on (B)(6) 2013. Unexpected event within the standard of care. Reason for use: chronic kidney disease - htn, clotted avf.